Manufacturer narrative:
The device ro 09 004 has been inspected for investigation purpose. The tests performed confirmed that a use error caused the observed issue. The internal complaint reference is the following: (B)(4).

Event description:
Before the surgery, it has been reported that a software failure has been detected. The device did not power on. The procedure has been completed with a traditional surgery technique.